Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) needed a shoulder MRI. A healthcare professional (hcp) inquired if pt was eligible. The hcp reported that the pt fell "a couple of years ago." They thought they may have damaged the spinal cord stimulator (scs) because when they had stimulation turned on, they felt a "continuous, uncomfortable, strong electrical pulse down their legs". Hcp reported pt had not used the scs since this incident. Pt said they spoke with someone from the manufacturer and were directed to just put the scs in MRI mode the night before the appt and proceed with the MRI the next day.